Manufacturer narrative:
Isi received the pch instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported failure. The pch instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. The root cause of the broken pitch cable was attributed to a component failure and related to device design. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the pch instrument (pn 470183-11/lot # s10150303 0014) associated with this event was performed. Per logs, the instrument was last used on (B)(6) 2021 on system sk3683. The instrument had 3 uses remaining after the last use. Based on the information provided at this time, this complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the permanent cautery hook (pch) instrument was observed to have broken wires. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on 23-aug-2021 and 31-aug-2021 and obtained the following additional information: the patient was a male between (B)(6) years old. No other patient information was provided. It was confirmed that the pch instrument was last used on (B)(6) 2021 on system sk3683.